Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the alarms.